Manufacturer narrative:
(B)(4).

Event description:
Customer wanted to report the guide wire from this hip pac broke and a small piece remained in the patient's soft tissue. It was discovered in a post-op x-ray. The wire was removed during a second surgery.